Event description:
The pt was undergoing stent placement to a calcified mid lad. Resistance was encountered at the proximal edge of the lesion during advancement, when the physician attempted to retract the stent delivery system (sds), he again encountered resistance, and flared proximal stent struts were noted on fluoroscopy. He decided to remove the guide catheter and the sds (the wire was still in place), but the stent would not go throught he sheaths near the iliac artery because of the flated struts. While attempting to snare the stent, the stent accordioned in on itself and would not come through the sheath. A 9f sheath was inserted but the stent could not pass through it. It was decided that surgery was required, and the stent was removed with forceps after a cutdown procedure. No stent was implanted in the pt.